Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that after implantation of an intraocular lens (iol) in the right eye (od), the lens subsequently dislocated. Approximately six weeks after onset of the issue, the iol was exchanged for a different model. In the surgeon's opinion, the most likely cause of the dislocation was capsule damage. It is not clear when the capsule damage happened. The patient¿s outcome is good.

Manufacturer narrative:
Additional information: b4, g3, h2, h11. Based on additional information received, the device causality was assessed as unrelated to the event, and therefore this event no longer meets reportability requirements and is no longer deemed reportable.